Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error e226 (scope communication error) after connection the camera head, the issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of rx module (receiver module), the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection of rx module (receiver module), the endoscopic image could not be displayed and e226 (scope communication error) occurred. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.